Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and embedded device ('they implant within the end of fallopian tubes and embedded in the myometrium'). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation novasure" on (B)(6) 2012. And device monitoring procedure not performed, "plaintiff did not underwent an essure conformation test". The patient's medical history included: yeast infection from (B)(6) 2012 to (B)(6) 2015, renal cyst nos, dizziness and seizure. Concurrent conditions included: gerd since (B)(6) 2012, hepatitis since (B)(6) 2012, hypothyroidism since (B)(6) 2012, shortness of breath, vitamin d deficiency, hematuria, fatty liver, sinus arrhythmia, palpitations, blood in urine, numbness, transient cerebral ischemia, smear cervix abnormal, paraesthesia, loss of consciousness, weakness, speech disorder, memory disturbance, microscopic hematuria, vitamin b12 deficiency, chest pain, epilepsy, convulsions, hemoglobin increased, burning micturition, urinary frequency, urinary urgency, urinary hesitancy, hypercholesterolemia, stress incontinence, low back pain, weight normal, dizziness, cardiac dysrhythmias, shortness of breath, hyperhidrosis, hematuria, hyperlipidemia, allergic rhinitis, fatty liver, sinus arrhythmia and hepatitis b core antibody positive. Concomitant products included: intrauterine contraceptive device (iud nos) since 2002 for contraception, clonazepam since (B)(6) 2015 for depression and anxiety, paracetamol (tylenol) for migraine and headache, levetiracetam (keppra) since (B)(6) 2017 for seizures as well as cholecalciferol (cholecalciferol), cyanocobalamin, esomeprazole, fish oil (omega-3 fish oil), fluconazole (diflucan) since (B)(6) 2012, levothyroxine since (B)(6) 2012 and omeprazole since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy/copper allergic"). On (B)(6) 2017, the patient experienced seizure ("seizures"). On (B)(6) 2017, the patient experienced rash ("rash/skin rash"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), skin disorder ("skin condition"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("bladder/urinary"), bladder disorder ("bladder/urinary"). And post procedural complication ("post removal complication:yes"). The patient was treated with betamethasone, clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, urinary tract disorder and bladder disorder had resolved. The embedded device, rash, vaginal discharge, skin disorder, depression, urinary tract infection, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, anxiety, genital haemorrhage, seizure, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown. And the vaginal infection had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bladder disorder, depression, embedded device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, rash, seizure, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, rash, skin condition,uti, vaginal infection, vaginal discharge, migraine headaches, weight gain. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.8 kg/sqm. Computerised tomogram head: on (B)(6) 2016, impression: no CT evidence of acute intracranial hemorrhage, mass effect or territorial infracts. Hysterosalpingogram: on an unknown date, essure device was successfully occluded. Magnetic resonance imaging brain: on (B)(6) 2016, impression: no gross acute abnormality. Scattered foci of white matter demyelination are nonspecific, but statistically most likely represent early small vessel ischemic change, mildly advanced for age. Hypertension, migraines, prior trauma, old infection, primary demyelinating disease and other causes are also the differential. There are no findings of active demyelination. On (B)(6) 2017, impression: 1. Stable MRI brain without contrast. No intracranial hemorrhage or mass effect. On (B)(6) 2017, impression: 1 stable MRI brain without contrast. No intracranial hemorrhage or mass effect. On (B)(6) 2017, impression: 1. No diffusion evidence for acute infarct. 2. Nonspecific white matter changes bilaterally. 3. No acute intracranial abnormality. Ultrasound abdomen: on (B)(6) 2014, impression: 1. Heterogeneous echotexture of the liver can be seen with fatty infiltration. 2. Minimally complex cyst in the right kidney. 3. Liver top normal in size measuring 18.6 cm in maximum dimension. Ultrasound kidney: on (B)(6) 2017, impression: 1. Enlarging complex cyst in the right kidney measuring up to 2 cm with internal septation. 2. New echogenic focus within the inferior pole right kidney measuring 1 x 1. 5 x 0.8 cm. There is no corresponding fatty lesion within the right kidney on recent CT ivp to suggest this is an angiomyolipoma. Dedicated CT scan or MRI of the kidneys is recommended with contrast for further evaluation. On (B)(6) 2018: impression: 1. CT kub without contrast with grossly stable renal contour/morphology. 2. Right kidney upper pole small 8 mm hypodense lesion, probably a cyst is grossly stable compared to (B)(6) 2017 CT ivp. A 2 cm complex cyst on the more recent ultrasound is not clearly identified. 3. Inferior lateral right renal echogenic lesion on the prior ultrasound may correspond to a small vaguely defined low-density region in the peripheral right cortex (series 601, image 19. This corresponds to a CT ivp presumed cyst. No obvious lower pole contour abnormality or mass (in limited evaluation without contrast). X-ray of pelvis and hip: on (B)(6) 2017, impression: 1. Negative CT ivp, no explanation for patient's hematuria from this exam. Kidneys, ureters, and bladder normal. Note, that the right mid ureter at the pelvic inlet is focally nonspecified, no obvious extrinsic mass or ureteral thickening. 2. Linear implanted devices at the uterine cornua/proximal fallopian tubes, per (B)(6) 2012 operative report these represent hysteroscopic tubal occlusion tubes. 3. 4 mm left lower lobe nodule. 4. Moderate stool in colon: on (B)(6) 2017, result: not provided. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record was received; event added from medical record: embedded device, reporter information, medical history, concomitant drug were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation novasure" on (B)(6) 2012 and device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's medical history included yeast infection from (B)(6) 2012 to (B)(6) 2015, renal cyst nos, dizziness and seizure. Concurrent conditions included gerd since (B)(6) 2012, hepatitis since (B)(6) 2012 , hypothyroidism since (B)(6) 2012, shortness of breath, vitamin d deficiency, hematuria, fatty liver, sinus arrhythmia, palpitations, blood in urine, numbness, transient cerebral ischemia, smear cervix abnormal, paraesthesia, loss of consciousness, weakness, speech disorder, memory disturbance, microscopic hematuria, vitamin b12 deficiency, chest pain, epilepsy, convulsions, hemoglobin increased, burning micturition, urinary frequency, urinary urgency, urinary hesitancy, hypercholesterolemia, stress incontinence, low back pain and weight normal. Concomitant products included intrauterine contraceptive device (iud nos) since 2002 for contraception, clonazepam since (B)(6) 2015 for depression and anxiety, paracetamol (tylenol) for migraine and headache, levetiracetam (keppra) since (B)(6) 2017 for seizures as well as colecalciferol (cholecalciferol), esomeprazole, fish oil (omega-3 fish oil), fluconazole (diflucan) since (B)(6) 2012, levothyroxine since (B)(6) 2012 and omeprazole since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy/ copper allergic"). On (B)(6) 2017, the patient experienced seizure ("seizures"). On (B)(6) 2017, the patient experienced rash ("rash/skin rash"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), skin disorder ("skin condition"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with betamethasone, clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, urinary tract disorder and bladder disorder had resolved, the rash, vaginal discharge, skin disorder, depression, urinary tract infection, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, anxiety, genital haemorrhage, seizure, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown and the vaginal infection had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, bladder disorder, depression, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, rash, seizure, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, rash, skin condition,uti, vaginal. Infection, vaginal. Discharge, migraine ,headaches, weight gain. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram head - on (B)(6) 2016: impression: no CT evidence of acute intracranial hemorrhage, mass effect or territoriall infracts. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging brain - on (B)(6) 2016: impression: no gross acute abnormality. Scattered foci of white matter demyelination are nonspecific, but statistically most likely represent early small vessel ischemic change, mildly advanced for age. Hypertension, migraines, prior trauma, old infection, primary demyelinating disease and other causes are also the differential. There are no findings of active demyelination.; on (B)(6) 2017: impression: 1. Stable MRI brain without contrast. No intracranial hemorrhage or mass effect.; on (B)(6) 2017: impression: 1, stable MRI brain without contrast no intracranial hemorrhage or mass effect; on (B)(6) 2017: impression: 1. No diffusion evidence for acute infarct. 2. Nonspecific white matter changes bilaterally. 3. No acute intracranial abnormality.. Ultrasound abdomen - on (B)(6) 2014: impression: 1. Heterogeneous echotexture of the liver can be seen with fatty infiltration. 2. Minimally complex cyst in the right kidney. 3. Liver top normal in size measuring 18.6 cm in maximum dimension.. Ultrasound kidney - on (B)(6) 2017: impression: 1. Enlarging complex cyst in the right kidney measuring up to 2 cm with internal septation. 2. New echogenic focus within the inferior pole right kidney measuring 1 x 1. 5 x 0.8 cm. There is no corresponding fatty lesion within the right kidney on recent CT ivp to suggest this is an angiomyolipoma. Dedicated CT scan or MRI of the kidneys is recommended with contrast for further evaluation.; on (B)(6) 2018: impression: 1. CT kub without contrast with grossly stable renal contour/morphology. 2. Right kidney upper pole small 8 mm hypodense lesion, probably a cyst is grossly stable compared to (B)(6) 2017 CT ivp. A 2 cm complex cyst on the more recent ultrasound is not clearly identified. 3. Inferior lateral right renal echogenic lesion on the prior ultrasound may correspond to a small vaguely defined low-density region in the peripheral right cortex (series 601, image 19. This corresponds to a CT ivp presumed cyst. No obvious lower pole contour abnormality or mass (in limited evaluation without contrast).. X-ray of pelvis and hip - on (B)(6) 2017: impression:1, negative CT ivp, no explanation for patient's hematuria from this exam, kidneys, ureters, and bladder normal, note that the right mid ureter at the pelvic inlet is focally nonopacified, no obvious extrinsic mass or ureteral thickening, 2, linear implanted devices at the uterine cornua/proximal fallopian tubes, per (B)(6) 2012 operative report these represent hysteroscopic tubal occlusion tubes, 3, 4 mm left lower lobe nodule. 4, moderate stool in colon.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- bacterial vaginosis, bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation novasure" on (B)(6) 2012 and device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's medical history included yeast infection from (B)(6) 2012 to (B)(6) 2015, renal cyst nos, dizziness and seizure. Concurrent conditions included gerd since (B)(6) 2012, hepatitis since (B)(6) 2012, hypothyroidism since (B)(6) 2012, shortness of breath, vitamin d deficiency, hematuria, fatty liver, sinus arrhythmia, palpitations, blood in urine, numbness, transient cerebral ischemia, smear cervix abnormal, paraesthesia, loss of consciousness, weakness, speech disorder, memory disturbance, microscopic hematuria, vitamin b12 deficiency, chest pain, epilepsy, convulsions, hemoglobin increased, burning micturition, urinary frequency, urinary urgency, urinary hesitancy, hypercholesterolemia, stress incontinence, low back pain and weight normal. Concomitant products included intrauterine contraceptive device (iud nos) since 2002 for contraception, clonazepam since (B)(6) 2015 for depression and anxiety, paracetamol (tylenol) for migraine and headache, levetiracetam (keppra) since (B)(6) 2017 for seizures as well as cholecalciferol (cholecalciferol), esomeprazole, fish oil (omega-3 fish oil), fluconazole (diflucan) since (B)(6) 2012, levothyroxine since (B)(6) 2012 and omeprazole since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy/ copper allergic"). On (B)(6) 2017, the patient experienced seizure ("seizures"). On (B)(6) 2017, the patient experienced rash ("rash/skin rash"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), skin disorder ("skin condition"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fungal infection ("yeast infection"). The patient was treated with betamethasone, clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, rash, vaginal discharge, skin disorder, depression, urinary tract infection, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, anxiety, allergy to metals, genital haemorrhage, seizure and fungal infection outcome was unknown and the vaginal infection had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, seizure, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, rash, skin condition,uti, vaginal. Infection, vaginal. Discharge, migraine ,headaches, weight gain. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram head - on (B)(6) 2016: impression: no CT evidence of acute intracranial hemorrhage, mass effect or territorial infract's. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging brain - on (B)(6) 2016: impression: no gross acute abnormality. Scattered foci of white matter demyelination are nonspecific, but statistically most likely represent early small vessel ischemic change, mildly advanced for age. Hypertension, migraines, prior trauma, old infection, primary demyelinating disease and other causes are also the differential. There are no findings of active demyelination.; on (B)(6) 2017: impression: stable MRI brain without contrast. No intracranial hemorrhage or mass effect.; on (B)(6) 2017: impression: 1, stable MRI brain without contrast no intracranial hemorrhage or mass effect; on (B)(6) 2017: impression: 1. No diffusion evidence for acute infarct. Nonspecific white matter changes bilaterally. No acute intracranial abnormality.. Ultrasound abdomen - on (B)(6) 2014: impression: heterogeneous echotexture of the liver can be seen with fatty infiltration. Minimally complex cyst in the right kidney. Liver top normal in size measuring 18.6 cm in maximum dimension.. Ultrasound kidney - on (B)(6) 2017: impression: enlarging complex cyst in the right kidney measuring up to 2 cm with internal septation. New echogenic focus within the inferior pole right kidney measuring 1 x 1. 5 x 0.8 cm. There is no corresponding fatty lesion within the right kidney on recent CT ivp to suggest this is an angiomyolipoma. Dedicated CT scan or MRI of the kidneys is recommended with contrast for further evaluation.; on (B)(6) 2018: impression: CT kub without contrast with grossly stable renal contour/morphology. Right kidney upper pole small 8 mm hypodense lesion, probably a cyst is grossly stable compared to (B)(6) 2017 CT ivp. A 2 cm complex cyst on the more recent ultrasound is not clearly identified. Inferior lateral right renal echogenic lesion on the prior ultrasound may correspond to a small vaguely defined low-density region in the peripheral right cortex (series 601, image 19. This corresponds to a CT ivp presumed cyst. No obvious lower pole contour abnormality or mass (in limited evaluation without contrast).. X-ray of pelvis and hip - on (B)(6) 2017: impression:1, negative CT ivp, no explanation for patient's hematuria from this exam, kidneys, ureters, and bladder normal, note that the right mid ureter at the pelvic inlet is focally nonspecified, no obvious extrinsic mass or ureteral thickening, 2, linear implanted devices at the uterine cornua/proximal fallopian tubes, per (B)(6) 2012 operative report these represent hysteroscopic tubal occlusion tubes, 3, 4 mm left lower lobe nodule. 4, moderate stool in colon. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Case become incident. Removal date, surgery was added. Event- yeast infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation novasure" on (B)(6)2012 and device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's medical history included yeast infection from (B)(6)2012 to (B)(6)2015, renal cyst nos, dizziness and seizure. Concurrent conditions included gerd since (B)(6)2012, hepatitis since (B)(6)2012, hypothyroidism since (B)(6)2012, shortness of breath, vitamin d deficiency, hematuria, fatty liver, sinus arrhythmia, palpitations, blood in urine, numbness, transient cerebral ischemia, smear cervix abnormal, paraesthesia, loss of consciousness, weakness, speech disorder, memory disturbance, microscopic hematuria, vitamin b12 deficiency, chest pain, epilepsy, convulsions, hemoglobin increased, burning micturition, urinary frequency, urinary urgency, urinary hesitancy, hypercholesterolemia, stress incontinence, low back pain and weight normal. Concomitant products included intrauterine contraceptive device (iud nos) since 2002 for contraception, clonazepam since (B)(6)2015 for depression and anxiety, paracetamol (tylenol) for migraine and headache, levetiracetam (keppra) since (B)(6)2017 for seizures as well as colecalciferol (cholecalciferol), esomeprazole, fish oil (omega-3 fish oil), fluconazole (diflucan) since (B)(6)2012, levothyroxine since (B)(6)2012 and omeprazole since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6)2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On (B)(6)2017, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy/ copper allergic"). On (B)(6)2017, the patient experienced seizure ("seizures"). On (B)(6)2017, the patient experienced rash ("rash/skin rash"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), skin disorder ("skin condition"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fungal infection ("yeast infection"). The patient was treated with betamethasone, clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, rash, vaginal discharge, skin disorder, depression, urinary tract infection, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, anxiety, allergy to metals, genital haemorrhage, seizure and fungal infection outcome was unknown and the vaginal infection had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, seizure, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, rash, skin condition,uti, vaginal. Infection, vaginal. Discharge, migraine ,headaches, weight gain. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram head - on (B)(6)2016: impression: no CT evidence of acute intracranial hemorrhage, mass effect or territorial infracts. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging brain - on (B)(6)2016: impression: no gross acute abnormality. Scattered foci of white matter demyelination are nonspecific, but statistically most likely represent early small vessel ischemic change, mildly advanced for age. Hypertension, migraines, prior trauma, old infection, primary demyelinating disease and other causes are also the differential. There are no findings of active demyelination.; on (B)(6)2017: impression: 1. Stable MRI brain without contrast. No intracranial hemorrhage or mass effect.; on (B)(6)2017: impression: 1, stable MRI brain without contrast no intracranial hemorrhage or mass effect; on (B)(6)2017: impression: 1. No diffusion evidence for acute infarct. 2. Nonspecific white matter changes bilaterally. 3. No acute intracranial abnormality.. Ultrasound abdomen - on (B)(6)2014: impression: 1. Heterogeneous echotexture of the liver can be seen with fatty infiltration. 2. Minimally complex cyst in the right kidney. 3. Liver top normal in size measuring 18.6 cm in maximum dimension.. Ultrasound kidney - on (B)(6)2017: impression: 1. Enlarging complex cyst in the right kidney measuring up to 2 cm with internal septation. 2. New echogenic focus within the inferior pole right kidney measuring 1 x 1. 5 x 0.8 cm. There is no corresponding fatty lesion within the right kidney on recent CT ivp to suggest this is an angiomyolipoma. Dedicated CT scan or MRI of the kidneys is recommended with contrast for further evaluation.; on (B)(6)2018: impression: 1. CT kub without contrast with grossly stable renal contour/morphology. 2. Right kidney upper pole small 8 mm hypodense lesion, probably a cyst is grossly stable compared to (B)(6)2017 CT ivp. A 2 cm complex cyst on the more recent ultrasound is not clearly identified. 3. Inferior lateral right renal echogenic lesion on the prior ultrasound may correspond to a small vaguely defined low-density region in the peripheral right cortex (series 601, image 19. This corresponds to a CT ivp presumed cyst. No obvious lower pole contour abnormality or mass (in limited evaluation without contrast).. X-ray of pelvis and hip - on (B)(6)2017: impression:1, negative CT ivp, no explanation for patient's hematuria from this exam, kidneys, ureters, and bladder normal, note that the right mid ureter at the pelvic inlet is focally nonspecified, no obvious extrinsic mass or ureteral thickening, 2, linear implanted devices at the uterine cornua/proximal fallopian tubes, per (B)(6)2012 operative report these represent hysteroscopic tubal occlusion tubes, 3, 4 mm left lower lobe nodule. 4, moderate stool in colon.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.